Manufacturer narrative:
Continuation of d10: dtpa2qq crtd; 6935m62 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) is faulty. Patient noted that they haven¿t felt good since receiving three leads. The patient reported getting winded easily, they can¿t fall asleep when laying down and the palpitations are so bad that they wake up the patient spouse. The patient noted that they have been to the facility many times for reprogramming. The patient also noted that reprogramming was done yesterday, which made the patient feel better, but as soon as they left the facility, the palpitations start again. The patient was told that there may be something possibly wrong with a lead as the patient wasn¿t experiencing severity of palpitations prior to the device being implanted. The device, right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.